Manufacturer narrative:
(B)(4). Date of event: unknown. A sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that a customer used an unspecified bd veterinary insulin syringe and got a needle stick. After giving the insulin shot to her cat she re-capped the needle, and the needle went through the cap into her finger. No medical intervention reported.